Event description:
A customer reported no phaco power was received during a procedure. The case was completed with an alternate system. There was no patient harm reported. Additional information was received from the customer reporting after troubleshooting, they discovered the surgeon had dropped something that lodged in the footpedal causing it to stick during surgery.

Manufacturer narrative:
The facility did not request service. The customer stated that after troubleshooting, they discovered the surgeon had dropped something that lodged in the footpedal and caused it to stick during phaco. It should be noted that a foreign object lodged in or around the treadle of the footswitch could stop the treadle from being fully depressed. If the treadle is not depressed, then there will be no applied phaco power on the system. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps cannot be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the reported no phaco power is attributed to a foreign object becoming lodged in the footswitch, per the customer. The system operator's manual states, "debris, including fluid residue, stuck on footswitch bottom or under rear section of treadle may cause temporary malfunction of the footswitch." The operator's manual also includes suggestions for cleaning the footswitch to ensure proper operation. (B)(4).